Event description:
It was reported that during implant the pulse generator exhibited a loss of capture when the atrial lead was inserted and the pulse generator was placed into the pocket. The lead and pulse generator were removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis was normal. No anomaly was found.